Manufacturer narrative:
Unit was received from the field. Refer to eva #(B)(4) - unit turned on initially, however, once the unit was warm, boot load would not load successfully each time the unit was powered on. Due to occurrence of failure after warm, suspect cold solder joint on main board assembly. Recommend replace main board. Replaced main board with sn (B)(4). Unit was tested/adjusted, burn-in period performed, electrical safety tested and qc'd. Unit functioned within all specs with no boot load issues. The DHR for console (s/n (B)(4)) was reviewed. The console met mfg specs when released and there were no issues related to the complaint.

Event description:
Tx console has difficulty staying powered up and seems to be an electrical issue.